Manufacturer narrative:
A5a./5b.): patient's ethnicity/race unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. A spectranetics 16f glidelight laser sheath was used to successfully extract the rv lead; however, the patient's blood pressure dropped and an effusion was detected via transesophageal echocardiography (tee). Rescue efforts began immediately, including rescue balloon and sternotomy. A perforation of the superior vena cava (svc)/ra junction was discovered and repaired. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.